Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 493 mg/dl. The customer treated with the pump. The customer stated that she gave herself a bolus and the pump alarmed no delivery. The customer stated that the whole insulin does not go through when he hit resume. The customer reported the infusion set cannula to appear bent. Customer's current blood glucose was 500 mg/dl. The product was not returned for analysis.